Event description:
Healthcare providers fingers were pinched while performing orbital rotation of the c-arm. The injuries occurred at the orbital rotation pivot point. The injuries occurred because the user grabbed on to the "c" in order to rotate instead of using the provided rotational handles.

Manufacturer narrative:
Device evaluated by service personnel. No issues found. Device functions as designed.